Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced two infusion set issues event on (B)(6) 2026. Patient reported that the adhesive patch and cannula housing detached from spring prior to insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.